Manufacturer narrative:
This report is filed on april 30, 2019.

Manufacturer narrative:
This report is submitted on march 26, 2019.

Event description:
Per the patient's surgeon, the patient experienced pain, extrusion of the receiver-stimulator and infection which was treated with IV antibiotics. Subsequently a decision was made to explant the device; the device was explanted on (B)(6) 2017.